Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were deformed, contained foreign matter, and had air bubbles in the gel. The following information was provided by the initial reporter: "fm in gel x12. Deformed tube x1. Black spot in tube x3. Dirty tube x1. Air bubbles in gel x90."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were deformed, contained foreign matter, and had air bubbles in the gel. The following information was provided by the initial reporter: "fm in gel x12, deformed tube x1, black spot in tube x3, dirty tube x1, air bubbles in gel x90".

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, deformed tube, black spot in tube, dirty tube and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text.